Event description:
It was reported to covidien in 2009, that a customer had an issue with a hemodialysis catheter. The customer reports the catheter hub cracked, and as a result the catheter removed and replaced.

Manufacturer narrative:
Submit date: march 25, 2009. An investigation is currently underway. Upon completion, the results will be forwarded.